Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported that during a procedure to treat a moderately tortuous, moderately calcified lesion in the distal right coronary artery (rca) a 3.5x48mm xience xpedition stent delivery system was advanced and deployed; however, a dissection to the vessel distal to the stent occurred. The dissection was treated by overlapping the previously implanted stent with a 3.0x23mm xience pro stent. No other device or procedural issues noted. There was no adverse patient sequelae. There was no reported clinically significant delay in procedure. No additional information was provided.